Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was stuck on universal surgical manipulator (usm3) of patient side cart (psc). Customer was installing it when the usm started flashing amber. Customer tried using instrument release key (ir) but with no resolution. The instrument was not stuck on the tissue. An intuitive surgical inc., (isi) technical support engineer (tse) recommended to use the irk or hemostat to release the instrument from sterile adapter (sa) but, customer was unable to uninstall the instrument. It was further reported that the instrument was caught on the drape and the instrument had frayed wires. The procedure was completed with no reported injury.